Manufacturer narrative:
The device was returned to the manufacturer and evaluated by the service technician. The technician confirmed that the motor had no power due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that the device would not work during a procedure and the account had to go across the street to obtain a 2nd drill to use to complete the procedure. There was a 30 minute delay in the procedure, and additional anesthesia was administered to the patient. There were no adverse consequences to the patient as a result of the additional anesthesia being administered.